Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the measured downstream occlusion test value was shown to be out of tolerance during preventative maintenance testing. This asset alarmed before reaching the proper threshold for occlusion testing parameters. /mr. There was no patient involvement.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the measured downstream occlusion test value was shown to be out of tolerance during preventative maintenance testing. This asset alarmed before reaching the proper threshold for occlusion testing parameters" was confirmed during the downstream occlusion test. Additionally, a cracked lens, a bubbled downstream occlusion (dso) seal and a cracked dso connector were found. The lens, dso seal and the mainboard were replaced. The probable cause was the cracked dso connector. The pump was calibrated, software was installed, and performance verification test was performed. All tests passed within specification. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.